Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted water droplets in the flow sensor. The flow sensor was dried and calibrated. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed for reverse flow and mechanical ventilation was not functional. There was no report of patient involvement.